Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that during fill tubing the contact intermittently saw insulin drops going out of the tubing. During troubleshooting with tandem's technical support, the contact disconnected and reconnected the luer lock connection. The contact filled tubing again and saw air gaps in the infusion set tubing. Recommendation was made to start the load process over using new supplies. Reportedly, there was no patient involvement as the customer had been using manual injections for insulin therapy for the past two weeks.